Event description:
Tip of blade used to make surgical incision for a left knee video arthroscopy and debridement of patellofemoral joint procedure broke off in use. Attempts made by the surgeon to retrieve metal shard through vacuum and irrigation showed the shard to be irretrievable.